Manufacturer narrative:
B5: correction.

Event description:
Information indicated the ipg migrated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient's lead had high impedances and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was secured better in pocket and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000131375.